Event description:
It was reported that the patient experienced an uncomfortable sound, afterwards she was not able to discriminate the sound heard and could only hear a beeping sound. The same problem occurred 3 months ago, but disappeared at that time. The patient was re-implanted in 2007; however, med-el was not informed of the event at this time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.